Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error after an ablation procedure. A request was made to have data from this device analyzed. Data analysis confirmed the error is consistent with extended magnet applications. Ts recommended to interrogate with a programmer to silence warning tones. At this time, the device remains in service. No adverse patient effects were reported.